Event description:
A customer reported a high blood glucose level that was displayed as "high" though a specific value was not provided. Cause was not known. The customer administered a correction injection via multiple daily injections. During a consult with technical support, the customer was instructed to inspect and potentially replace various components of their insulin delivery system as needed, but declined to remove the infusion set at the time of the call. The customer agreed to proceed with a supplies and system check and will replace supplies as necessary to resume insulin administration.